Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the drive manifold, but the issue still persisted. He then replaced the vacuum hoses from the reservoir to motor, but the issue still persisted. The stm continued to troubleshoot by replacing the 5000 hour maintenance kit, but the issue still persisted. The stm then replaced the vacuum hoses inside the motor and vacuum quick connect nozzle mounted on the motor, and this resolved the issue. The pm was completed and the unit passed all functional and safety tests to factory specifications. The iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) on the cs300 intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), the iabp had a vacuum leak. The k7 vacuum test would not drop below 150 mmhg, auto-fill failure 57-13 0 was observed, the pneumatic performance test failed vacuum tolerance and auto-fill calibration failed, but all other service tests passed. There was no patient involvement and no adverse event was reported.